Manufacturer narrative:
Manufacturer's investigation conclusions: evaluation of the patient¿s submitted log files confirmed the report of increased power consumption. An incidental finding of a current sense issue corresponding with dclink faults was observed in the submitted lvad event and periodic log files. Persistent dclink_I fault flags were observed throughout the duration of the submitted lvad and controller log files. Additionally, the lvad log files captured the current sense value locked at 440 ma. These events did not result in any audible alarms, but would have contributed to increased power consumption. The pump appeared to have functioned as intended throughout the duration of the submitted data. A corrective action has been opened to further investigate this issue. The heartmate 3 lvas IFU provides an explanation of all pump parameters. The IFU describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook and IFU instruct the patient to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself. The relevant sections of the device history records for mlp-004106 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noticed increased power consumption and contacted the hospital. Event history confirmed the increased power. The vad coordinator decided to exchange the system controller, and the power decreased back to baseline. This report addresses the lvad. MFR. #2916596-2020-01154 addresses the system controller.